Manufacturer narrative:
E1:(B)(6).

Event description:
Philips received a complaint on the v60 indicating that a failure in the touchscreen was found at the repair center during service. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device kept operating when the issue was found. There was no reported delay in therapy. A failure in the touchscreen was found at the repair center during service. Since the issue was not resolved by calibrating the touchscreen, the touchscreen was replaced, and the issue was resolved as no malfunction was confirmed. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
H10: the removed touchscreen was returned to the product investigation lab (pil). The failure investigation (fi) technician installed the touchscreen into a pil ventilator to duplicate the reported issue, and visual inspection did not reveal any signs of damage or contamination. The technician verified that the touchscreen failed the required flex cable resistance verification testing. The high out of specification resistance results are the reason for the touchscreen misalignment issue. H11: d4 - product UDI #.